Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, fold creases, wear abrasion, extended opening, weight within specification, brown particles in shell. A microscopic analysis was performed which identified, an extended sharp opening with localized stress induced, nicks. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening with localized stress induced assessed, as surgical impact.

Event description:
Healthcare professional reported, "bilateral exchange from textured to smooth breast implants, due to the patient¿s concern with the product". Healthcare professional additional reported, a hole in radius edge. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient¿s concern with the product, rupture.

Event description:
Healthcare professional reported " bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product." Healthcare professional additional reported a hole in radius edge. Device has been explanted and replaced.